Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd ms3 pumps complaint of system fault charge close to change time as confirmed during testing and powering device. The code 74 displayed, which indicates a faulty microprocessor board. The action was taken to replace the board and device then passed all functional testing

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 had displayed system fault charge close to change time. No patient adverse events were reported.